Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
When doing standard angiogram for the standard procedure the stent was being deployed in the patient the balloon burst. The stent was partially deployed with the stent being dilated with a balloon and safely positioned in the patient.

Manufacturer narrative:
Investigation summary: the only details provided were that ¿when doing standard angiogram for the standard procedure the stent was being deployed in the patient the balloon burst. The stent was partially deployed with the stent being dilated with a balloon and safely positioned in the patient.¿ multiple attempts were made to obtain additional information about the event without success. The balloon catheter of the device in question was returned and evaluated to help determine the cause of the complaint (the stent was not returned). Upon review of the returned catheter it was clear that the balloon had been opened fully. The catheter shaft was in good condition and did not appear to have any damage. The balloon of the catheter was reviewed and there was a large longitudinal tear starting in the middle of the proximal balloon cone to just past the center of the dilatation zone of the balloon. This entire area was reviewed under the microscope to determine if there were any imperfections visible on the surface of the balloon. None were noted. An observation was made however regarding the surface of the balloon. When a stent is crimped on to the balloon the stent frame leaves imprints on the balloon surface. Once the stent is deployed at the nominal balloon inflation pressure of 8atm as indicated on the product label you can clearly see on the balloon surface the stent frame impressions. In the returned sample this cannot be seen very clearly indicating that the balloon was likely inflated to above the nominal inflation pressure. The failure mode of a longitudinal balloon tear is consistent with the failure mode observed when pressurizing balloons to failure. It is rare for a balloon from the field to fail with a longitudinal tear when pressurized according to the labeling. Based on the review of the returned device it can be confirmed that the balloon had ruptured at some point during the procedure but cannot conclude that a device nonconformity was present or was the cause of the failure. The complaint history review identified one potentially related complaint where an advanta v12 balloon had ruptured during the procedure. The investigation concluded that the balloon was over inflated and the root cause user error. The ncr review did not find any related to longitudinal tear. The were no cr's or CAPA's related to the over inflation of the balloon resulting in a balloon burst or rupture. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Due to the lack of detail provided by the complainant, the root cause is impossible to define but is likely related to over inflation during the procedure due to the longitudinal failure type of the balloon and lack of stent frame imprint on the inflated balloon.

Event description:
N/a